Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to ventricular fibrillation (vf) episodes with appropriate therapy and showing large deflections on all three channels. The patient was admitted to the hospital, and the oversensed noise was consistent with chest compressions from cardiopulmonary resuscitation (CPR) at the time of the vf episodes. This ICD remains in service. Further clarification of this event was provided. The patient was already in the hospital when the vf episodes occurred. The device appropriately treated the vf, and the patient received CPR during the time that the large deflections appeared on all three channels. The patient passed away that day; it was noted the patient had a do not resuscitate (dnr) order and the device was programmed off. The physician did not believe the device caused or contributed to the patient's hospitalization or death, and no device issues were observed when the ICD was interrogated after the vf episodes. The device was not returned and was likely buried with the patient.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This report provides new information in b5 and removes patient code e0602 and impact codes f2306 and f08, as those codes were related to the patient's medical condition and not to the use of the device.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to ventricular fibrillation (vf) episodes with appropriate therapy and showing large deflections on all three channels. The patient was admitted to the hospital, and the oversensed noise was consistent with chest compressions from cardiolpulmonary resuscitation at the time of the vf episodes. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.